Manufacturer narrative:
An event of endocarditis was reported. A more comprehensive assessment could not be performed as the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, an unknown sized trifecta valve was implanted. On an unknown date, a competitor's valve was explanted and during that procedure, the trifecta valve was reported to be fine. On a later date, endocarditis was suspected on the trifecta valve. The patient status was reported as unknown. Additional information was requested, however is not available.